Event description:
The patient had a bi v pacemaker and had an additional abandoned rv lead, giving her 4 leads in her heart. (Ra 5076 & rv 5076 - implanted (B)(6) 2001, rv 4456- implanted (B)(6) 2001, lv 4517 implanted (B)(6) 2007) the lv lead had migrated to a poor position and was potentially dislodged. Because she is frequently paced, her heart failure symptoms were increasing significantly and the need to reposition/replace the lv lead in a more appropriate location would benefit her overall ef and heart failure. When getting into the pocket, the abandoned rv lead was found to have been cut and pulled on and with no visible insulation available. Because of the lack of insulation, there were metal wires exposed to the body, down to and/or inside the subclavian vein. The lv lead came out without much effort, using 6 seconds and 613 pulses with a lld-ez, s x 33cm visisheath, and a 12 f glidelight sheath. The md then decided to remove the mdt 5076, redundant rv lead. The md was concerned about the exposed wires and lack of insulation in the vessel and having 3 leads in the rv. The md prepped the lead with an lld-ez locking stylet and began lasing with the 12 f glidelight with the s visisheath 33cm. There was significant lead on lead binding starting in the subclavian and continuing to at least the svc turn. Significant adhesions were encountered and progression was being impeded by the other leads tracking in front of the laser tip. Unable to progress any further with the laser, the md upsized to the 14 f glidelight with the teflon outer sheath and was able to progress past the svc and into the atrium with the laser. The md manipulated the laser sheath in order to dissect and try to move the other leads out of the way of the laser sheath. After 28 seconds and 2342 pulses enough traction on was place on the lead to have it release from the apex of the rv. There was a significant amount of tissue on the distal portion of the lead and after ~2 minutes it was noted patient's abp was slowly dropping. Cvs and echo were called in as it was appreciated on fluoroscopy that the patients lv was not moving well. The md performed a pericardiocentesis while the CT surgeon was scrubbing in. Immediately after the md was able to access the pericardial sac and remove fluid the patient's pressure improved significantly. Ultimately 600ccs of fluid were removed from the patient's chest. After ~30 minutes the perforation seemed to have clotted off and the patient stabilized. The remaining rv lead looked to have been implanted or had migrated and to a very "tight" position across the tricuspid valve. The surgeon and the md ultimately decided to admit the patient to the ICU and monitor the patient for any potential adverse status changes.

Manufacturer narrative:
Device discarded after use.